Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the healthcare provider (hcp) mentioned the patient had been having urinary retention since about 2 days ago. The patient was in the hospital at the time of the call. The hcp was uncertain if the stimulator therapy was working for the patient. The caller did not know if the patient had their external handset. The patient was redirected to their healthcare provider to further address the issue. Another call was received from an hcp the next day. The reason for the call was the caller reported that the patient lost the remote for the implant and has had a return of their retention symptoms that started three days ago. The caller wanted to have the remote replaced. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services reviewed information about replacing a remote and transferred the caller to page a rep.